Event description:
It was reported that on (B)(6) 2013 the pump was refilled on (B)(6) 2013 and on (B)(6) 2013 patient experienced ¿a new feeling¿; patient reported a shocking sensation, ¿enough to take her breath away similar to a jolt from her stimulator if it was too high; however patient¿s stimulators were shut off. This sensation was where her left rib met her waist line followed by an immediate numbing sensation in the left abdomen surrounding her pump. Per reporter patient was pinching her skin and she couldn't feel it at all so she went to the ER in a panic. In the ER they thought it may be a kidney stone but could not confirm. Patient felt it again on (B)(6) 2013 the exact symptoms and location but not as wide-spread. Per reporter although one of the medication was a numbing agent, patient reported pain where the catheter was tunneled; ¿patient thought the pump can be leaking¿. Patient had not heard any pump alarm. The drug concentrations had remained the same for a year and there had not been a dose increase. Drugs in the pump clonidine morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n168582, implanted: 2008-(B)(6), product type accessory, product ID 8709sc, lot# n175455006, implanted: 2008-(B)(6), product type catheter, product ID 8709sc, lot# n175455006, implanted: 2008-(B)(6), product type catheter. (B)(4).